Manufacturer narrative:
(B)(4). Retain samples from test strip lot 0822524 have been tested and one of eight retain vials was confirmed to also produce low results with control solution testing. Further observation observed a scratch in the channel of the carbon side of the strip. The scratch completely severs the channel causing an electrical "open." The location of the scratch leaves half of the carbon area to conduct charge during the reaction, potentially resulting in a low reading. These erroneous results may occur in the "c" zone of the parkes error grid, and as such, have the potential to be clinically significant. Remedial action (B)(4) was reported to the (B)(4) district office on 10 jun 2009.

Event description:
Customer reported receiving an adc meter reading of 76 mg/dl which was lower than they felt. The customer then reported a medical event in which they experienced sweating and had a seizure. They were seen at a local health care facility, diagnosed with hypoglycemia and treated with glucose and orange juice. The reported medical event is consistent with the reading received. Attempts were made to clarify the reading as it related to the medical event. There was no report of death or permanent impairment associated with this case.